Event description:
"Caller alleged discrepant results compared with the doctor's meter. Results as follows:" date: (B)(6) 2015, inratio: 1.4, doctor's meter: 2.4. Patient self tester's therapeutic range is: 2.0 - 3.4. Patient self tester's coumadin was held (B)(6) 2015. Started 1mg on (B)(6) 2015 and resumed normal dose of 2mg daily on (B)(6) 2015. He provided historical results to explain the reason for the change in coumadin dosing: (B)(6) 2015: inratio=4.7, (B)(6) 2015: inratio=4.1, (B)(6) 2015: inratio=2.1. Patient self tester mentioned his blood seemed to be running thicker than normal and he added multiple drops of blood when testing on the inratio. Patient self tester was placed on antibiotics approximately 3 weeks ago as a preventative measure because he had a toe nail removed.

Manufacturer narrative:
It was reported that the customer added multiple drops of blood to perform the test. This cannot be ruled out as a cause for the error experienced. No strip lot number was provided by the patient self tester. Further investigation cannot be pursued without this information. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.